Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen bezel separated without trauma, the user secured the housing with a rubber band, and the device continued to function and complete a supply change, but the unit was no longer watertight and required replacement. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included shipment of a replacement device and continued use of therapy, with the option for backup therapy if desired. Investigation included review of product performance through user interview and return logistics, with data synchronization instructions and device shutdown guidance provided. Investigation of this case revealed a hardware enclosure/seal integrity issue consistent with screen bezel separation while internal functionality remained intact. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the housing assembly.